Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during armada balloon inflation, the proximal balloon ruptured. The device remained intact, in one piece. Following, the device was difficult to remove from the patients anatomy even with an 8f introducer. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture, resistance during removal, separation and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). Additional information received indicates this is now a serious injury report. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, the additional information was received: the armada dilatation device was advanced to the common iliac artery, moderately calcified lesion. During balloon inflation at 12 atmospheres, the proximal balloon ruptured. Following, the armada catheter was difficult to remove due to anatomy. During removal, the distal armada catheter separated. Both the armada catheter and introducer sheath were removed from the anatomy. The separated portion was removed with forceps via a cut down procedure of the scarpa. The patient is in good condition and the event did not require prolonged hospitalization.